Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a test failure alarm. It was also reported that the plastic on the set tubing connector is breaking off. The customer stated their sensor glucose levels at the time was 82. Troubleshooting occured. No additional information was provided.